Event description:
It was reported that the patient is experiencing 'strong-like' shocking and then stimulation would stop; this began approximately a month and a half ago. A follow-up will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).